Event description:
It was reported by service report that the litter skin was bent exposing a sharp edge. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.